Manufacturer narrative:
H4: the lot was manufactured on feb 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a foreign body was observed under the cap of the spike. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had an insect near the spike. It was further stated that the packaging was intact. This condition was observed prior to patient use. There was no patient involvement. No additional information is available.